Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. The device evaluation confirmed bending tube and insertion defects with a scratch and cut on the insertion tube and leakage from the insertion section. Bending rubber was damaged with pinholes in bending rubber, angulation malfunction with incorrect shape and angle of bending. The angle wire was longer than normal. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera bronchovideoscope had a air water leak from the insertion tube. The issue occurred during preparation for use for an unknown diagnostic procedure which was completed without delay using a similar device. During inspection of the returned device the coating on the connecting tube was peeled off. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the coating at the insertion site peeling off could not be determined, however, it is likely due to stress. The event can be detected by following the instructions for use which state: ¿·preparation and inspection - inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities¿¿¿. The event can be reduced/prevented by following the instructions for use which state: ¿·important information ¿ please read before use warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient¿. Olympus will continue to monitor field performance for this device.